Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced fluctuating glucose following a meal, with a low to 60 mg/dl that was treated with approximately 30 grams of carbohydrates and subsequent rebound to a high of 240 mg/dl before trending down, and low and high alerts were received. Symptoms included fruity breath. Outcomes included no need for assistance and no medical intervention. Troubleshooting and education were provided, including guidance on using 15 grams of carbohydrates and rechecking in 15 minutes and the importance of confirmatory fingersticks. Investigation included case review and patient interview. Investigation of this case revealed no device malfunction reported and that the cause of hypoglycemia and subsequent hyperglycemia was unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.